Event description:
Patient received a burn on right thigh. While patient was recovering from a urological case, staff discovered a 2nd degree burn about 3 centimeters in size. Solid grounding pad (esrsc) used. Area was shaved, no lotions were evident. No wrinkles in the pad were evident.

Manufacturer narrative:
Visual inspection of the grounding pad returned with the generator showed 2 darkened areas at opposite ends. There is no evidence of an arc line indicating that rf energy might have traveled to the burn area. The generator was tested to current bovie medical procedures and passed all test criteria. The grounding pad deactivated turned off the patient plate alarm and activated the solid patient plate indicator. The grounding pad and its attached cord and plug were checked for intermittent connection and there was none found. The generator was tested and met or exceeded all specifications.